Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was "good". Analysis determined the device did not declare elective replacement time while implanted. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific crm received information that during a follow up visit, the battery status for this device displayed one year remaining. Six months ago, two years longevity remaining was displayed. There was concern the battery had depleted more rapidly than expected. A technical service consultant was contacted. There were no adverse patient effects reported. Approximately, two years later, a replacement procedure was performed, this device was removed, replaced and returned for analysis.